Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; a pin was found stuck in the ventricular output connector and the upper and lower cases were found broken. Analysis also found the side bail covers, side bails, ring bail, and two case screws are missing. The ring cover is broken, the lead flex cover is corroded, battery contacts are compressed, battery drawer is contaminated and damaged, and the keyboard is scratched. (B)(4).

Event description:
It was also reported the ventricle connector is bad and the rear case is cracked. It was also reported the device was dropped. The device was returned for repair. There was no patient involvement.